Event description:
The caller reported the respiratory technician tried to suction the patient and couldn't get the catheter in the trach because the inner cannula was twisted. A non-routine replacement of the tube was required.